Event description:
It was reported that the patient underwent surgery with implant of posterior rod/pedicle screw fixation at l3-s1 with dynamic segment at l3-4. Sometime post-op, the patient reportedly had both rods break at the bumper level. A revision surgery was done in early 2009 to replace the rods.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the cables have sheared at the rod flange. X-ray evaluation of ap and lateral views show lumbar construct l3-4-5-s1. Dynamic rods are confirmed broken at bumper level. A review of the device history records found no documentation to indicate a non-conformance to specification.